Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation, therefore, the investigation is inconclusive for defective component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunctions. A review of the reported information indicated that model unk powerline chronic catheter allegedly experienced a defective component. This information was received from one source. One patient was involved with zero patient consequences. The weight of the twelve year old female patient was not provided.